Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was confirmed. The scope failed the leak test due to missing bending section cover glue. Also found a dent and deep cuts in the insertion tube near the distal end. The light guide prong mount was found loose. The image quality was checked and 2 broken fibers were noted in the image. The ¿up¿ angulation of the scope was out of specification as it was over service standard. A review of the instrument history revealed that the scope was last returned for service on 27nov2019 for damage to the insertion tube. Also, cuts and holes were noted on the bending section rubber. The scope was repaired and returned to the customer. The instruction manual provides warning statements to prevent scope damage. ¿do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not hit to the distal end of the insertion tube or allow it to strike other objects. The objective lens surface of the distal end is particularly fragile, and vision abnormalities may result.¿

Event description:
The service center was informed that during reprocessing the bending section rubber was noted to be torn. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections. The legal manufacturer reviewed the contents of this complaint. As the result of DHR review, the product satisfied delivery standard before shipment. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: according to the investigation result, it is possible that external stress was applied to the insertion section including the distal end of the endoscope since it was confirmed that the bonding part of the bending section rubber was missing and that the insertion section was crushed. The cause of the external stress could not be identified, but it was presumed to be due to customer¿s handling. As a result the investigation, the legal manufacturer performed an instrument history review of repairs/service for the past year and found on november 27, 2019, the scope was repaired due to bending section rubber breakage/pierced and a damaged insertion section.